Manufacturer narrative:
Evaluation of device upon its return to microaire found severe corrosion internal to device. Corrosion had caused internal part of device to break apart, preventing device from functioning properly. Corrosion potentially due to improper cleaning of device.

Event description:
On 12/01/06, microaire was informed of a problem that occurred in which the microaire 6680 jacobs chuck module was allegedly not securely holding the drill bit. It was reported that, while in the process of drilling to do an external fixation of a fracture of the distal radius, the 6680 jacobs chuck no longer securely held the drill bit, and the drill bit had to be removed from the bone with a separate tool. The procedure reportedly had to be stopped.